Event description:
It was reported that it was possible that catheter may have perforated the pulmonary artery during off-pump coronary artery bypass operation. No other details were provided from the customer. The device will not be returned from customer.

Manufacturer narrative:
The device will not be returned for evaluation.